Manufacturer narrative:
On december 23, 2020, the product photo investigation was completed. Device investigation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed on the device. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, generalized illness. (B)(4).

Event description:
It was reported that a female patient, who underwent breast prosthesis implantation surgery with two unspecified mentor implants in 1995, suffered breast implants rupture on one unspecified side on an unreported date and breast implant illness, post-procedure. The patient reported unknowingly suffered from breast implant illness almost immediately after implantation of their first set of implants 25 years ago and with 20 plus unspecified symptoms. As a result, the patient underwent bilateral implant explantation and replacement with two unspecified implants in 2007. The patient also indicated that the breast implants were toxic, have been poisoning them for years and have done damage to their body. This medwatch form is for the first of two breast prostheses reported.